Manufacturer narrative:
Patient information not provided by reporter. Additional product codes ¿ gff, gfa, hsz. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a hip osteosynthesis surgery, the dhs/dcs direct measuring device was not legible and the doctor was unable to use it. The dhs/dcs wrench did not couple with the screw correctly. The drill bit 3.2mm, l 145/120mm and drill bit 3.2mm, l 225/200mm did not have the correct edge and it was difficult to cut the bone. The doctor reportedly applied less than 10 - 20 pounds to cut the bone. There was a prolongation in surgery of 30-45 minutes. No additional patient harm reported. This is report 5 of 5 for (B)(4).